Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump indicated a data log corruption. The customer's blood glucose level was in the 300's mg/dl range. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the data log corruption complaint was verified. The alleged reset issue could not be verified. In addition, a different issue was identified.